Event description:
It was reported that the device were used during an unknown procedure. It was reported that the red button would not stay down to engage the shield. It is unknown how the case was completed, or if there were patient consequences.